Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient went swimming in a pool and now there was moisture in the pump under screen. The reporter confirmed no cracks on pump case and the o-ring is not visible. The battery cap is not damaged. The reporter confirmed that the keypad is not loose or peeling and the keypad is unresponsive. There is no reported adverse event with this complaint. This report is made based on the allegation of the tactile changes with moisture issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/6/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive due to moisture issue. There was evidence of contamination found under all key contacts.